Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected at 12" to 16" under normal conditions of illumination. The inflation line was damaged and under further investigation bite marks were noted along the cut line of the tube. No lot number was provided, so no DHR was able to be done. During the manufacture process though, each device is checked per quality standards.

Event description:
It was reported that during pre-use check, the customer found a crack in the inflation line. Leakage of air was observed. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. One sample was received for evaluation. The sample was received in used conditions without its original packaging. Visual testing was performed. The returned sample was visually inspected at 12" to 16" and normal conditions of illumination. Functional testing was not able to be performed as the inflation line was damaged in half of the tube. The reported issue was not duplicated. This root cause of the reported issue was undetermined.